Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was dim indoors and the screen would go dark and could not be read in sunlight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/23/2013 with the following findings: during testing, the display screen was found to be dim/faded. A test screen was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed a crack along the battery compartment extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This medwatch submission was originally transmitted on 08/15/2013, but the submission was unable to be accepted due to a db processes issue in the FDA electronic submissions gateway (esg) production system. The FDA esg team has requested that this submission be re-transmitted. The submission date for this report is 08/15/2013 and the submission will not be considered late.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.